Event description:
The fenestrated bipolar forceps instrument was an incidental return included with a related complaint. No allegation was made against this product. There was no report of patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this report and completed the device evaluation and the fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity testing was performed and passed. No damage to the conductor wire was observed.